Event description:
It was reported that during an arthroscopy, a firstpass self capture jaw, fell off inside the patient. The broken piece was retrieved from the patient through the cannula with a flat grabber instrument. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was received without any original packaging. The suture capture is missing from the upper jaw. No other deficiencies are visible. A functional evaluation showed that pulling the lever closed and locked the jaw. Pulling the trigger and lever deployed the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Two undated/unlabeled photos were reviewed. The patient impact beyond the reported is not anticipated as the broken piece was retrieved. No patient injury has been alleged. Therefore, no further clinical medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) debris on the device tip between passes. No containment or corrective actions are recommended at this time. Corrected data: a1: should be read in blank.